Manufacturer narrative:
The 510 (k) # is k073231.

Event description:
The lay user/patient contacted lifescan alleging the meter kit was missing the carrying case. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. A replacement carrying case was sent to the patient.